Event description:
It was reported that the system 2800 would not produce an image and would track to maximum technique. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image intensifier and its' power supply are defective. The power supply was replaced which then provide images but they were somewhat out of focus. The customer elected to not replace the image intensifier at this time.